Manufacturer narrative:
This report is being submitted following a retrospective review performed by siemens ultrasound. Investigation was completed and it was found that the part was not returned. Therefore, an investigation could not be performed and a root cause could not be identified. Reference # (B)(4).

Event description:
This report is being submitted following a retrospective review performed by siemens ultrasound. In this case, there was a swift link recognition issue. The catheter probe is recognized at the time of carto; but when it enters the body, the probe disconnects and is not recognized. The probe was inserted and then removed from the patient. The customer canceled the exam and rescheduled it. There was no patient injury.